Event description:
A malfunction displayed a code of 1-0x200c. The issue persisted, and the customer had already attempted to reset the pump within the past 24 hours. There was no information regarding an adverse impact on the customer's blood glucose level. Technical support informed the customer that the pump needed to be replaced. The customer did not disclose what backup therapy they would use to ensure continued insulin delivery.